Event description:
On (B)(6) 2017, the reporter (grandmother) for the patient contacted lifescan (lfs) alleging that her one touch ultra ping meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient stated that the alleged product issue first began around (B)(6) 2016. The patient manages her diabetes with insulin pump therapy and stated that the patient attended her endocrinologist, health care professional(hcp) on (B)(6) 2017, 4:00pm. The hcp attempted to fix/reset her meter and had her humalog medication prescription increased by an unspecified amount as a result of the alleged product issue. The reporter denied that the patient developed any symptoms and no medical intervention was reported. The reporter denied that the patient obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and there was no misuse of the meter. The patient was using alkaline batteries and based on the information provided, the battery did not require to be replaced. After educating the reporter on the meter¿s behaviour and auto-shutoff the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.